Event description:
Caller reported a cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge correctly, and the issue was resolved successfully, allowing the customer to resume insulin therapy.